Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episode of vt via merlin.net. The patient received inappropriate therapy due to atrial blanking. The patient will be scheduled for another av nodal ablation to help resolved the issue. Programming changes will be made. The patient will be monitored.